Manufacturer narrative:
On march 22, 2023 the distributor reported the following: the pump history was reviewed and the malfunction alarms were observed to have occurred as reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.